Event description:
Related manufacturer reference number1627487-2019-06817.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06817. It was reported that the patient experienced ineffective stimulation. Diagnostic testing was performed and showed high impedances on the leads. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy resumed post procedure.